Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No air bubble anomaly noted during testing. Unit communicated properly with the guardian 3 link transmitter and the test plug. No auto mode anomaly noted during testing. Unit responded properly to button presses. No stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on the electrical board was properly locked. Unit had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to blood glucose had been in the 600 mg/dl. The customer experienced symptoms such as feeling weak. The customer was treated with IV drips and insulin pump. The customer was wearing the insulin pump during the hospitalization. During high blood glucose troubleshooting, customer declined to check for possible leaks, air bubbles, and site and insulin issues. Customer also reported that the insulin pump buttons would not respond right away. The insulin pump was dropped a few times and it has cosmetic damage. Customer's blood glucose reading was 261 mg/dl at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information related to date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2018.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.